Manufacturer narrative:
Updated fields: b4, g1, g2, g3, g6,h2, h6, h11. Corrected fields: e1(event site state).

Manufacturer narrative:
Updated fields - b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. Corrected field: g2. The complaint was received through a direct call from the customer to the emergency support program. Emergency support program team with customer troubleshooted related to the auto-fill failure, troubleshooting determined the balloon catheter in use was an arrow catheter, the arrow driveline tubing adaptor was in place, and they had already tried 2 different cardiosave pumps with the same alarm. Off brand disclaimer provided. Emergency support informed that because they were not a balloon product specialist, emergency support could only troubleshoot the cardiosave alarm as if it were a getinge balloon. Customer denied any kinks, bends, or restrictions in the extender tubing and that the patient was lying flat. He also denied any restriction from the dressing, prohibiting free flow through the catheter and the tubing. As emergency support recommended the next step, gray stated that there had been no physiological changes between removing the patient from the teleflex pump and placing him on the cardiosave. Because of that, he declined further troubleshooting related to balloon catheter position. Emergency support offered the arrow clinical support number for continued support of the balloon catheter. Because the balloon catheter had been in standby for 15 minutes, to prioritize patient care, emergency support suggested they could call him back after they were able to regain therapy at the recommendation of the attending physician or the arrow product specialist. Emergency support reached back out to check in on the patient and the pump and gray said they were able to get the sending facility¿s pump for use with the arrow balloon. The customer was appreciative of the support. Customer never called back for additional support or to report the serial numbers for either cardiosave involved.

Event description:
It was reported by the customer that during use, the cardiosave intra-aortic balloon pump (iabp) had autofill failure alarm. There was no harm or injury reported.

Manufacturer narrative:
Due to character limitation in e1: full event site name - (B)(6). Complete UDI# will be updated once serial# of the device is available. A supplemental report will be submitted upon completion of our investigation.